Event description:
Patient noted to have alarms on ventilator and connector piece was being stretched. Patient was extubated, however did not need tube exchange. Tube obtained from respiratory. No harm to patient.